Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that the blue air hole leaked water. Drug involvement was unknown. There is unknown patient involvement and no patient harm reported.